Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an issue with the image quality. The site stated that sometimes the image quality in 2d was bad and asked for a visit. Troubleshooting was performed and the manufacturer representative checked for noise reduction, ask if the site could give more x-ray (second beep when taking 2d shot), then they checked the x-ray detector calibration. There was metal in the area. The probable cause for the reported issue was that the noise reduction level was too low, it was time for the x-ray detector calibration. No patient was present at the time of the event. Additional information was received. It was reported that troubleshooting was not done at the time of the event. It was reported that the representatives went to the site for a surgery the following day and the noise reduction was on low so they changed it to the max level and the surgeon took 2d shots without having problems regarding image quality. A 2d contrast level test was done and sent to the site and their physicist. It was noted that the site would get additional training.